Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in delivery of 2 inappropriate shocks in 2 separate episodes one day post implant. The noise was felt to be consistent with potential air entrapment in the device pocket or around the electrode. Boston scientific technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.